Event description:
It was reported that following a complete system revision on (B)(6) 2014, a patient had postoperative neurological deficits. It was reported that upon waking, the patient had bilateral leg weakness and numbness. It was stated that when seen today the patient stated "I can't feel anything below my waist". It was stated that no further diagnostic testing was performed, and that the cause of the event was unknown. It was stated that the patient was listed as alive with injury with symptoms of paralsysis and weakness. It was stated that the patient required hospitalization and medical intervention as a result of the event. Additional information received reported that the patient was not using his therapy at this time.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had the spinal cord stimulator (scs) implants explanted 2 days after surgery and that there was not improvement in the patient¿s status after surgery that the manufacturing representative was aware of. Additional information received reported that the lead was explanted shortly after february 5th due to leg weakness and numbness.

Event description:
Additional information received reported that following the patient¿s surgery he experienced paralysis in his lower extremities and proprioceptive defects. Essentially he lost function in his lower extremities and experienced severe muscle fatigue and numbness in his legs. Prior to the surgery he was completely independent in activities of daily living. The manufacturer¿s representative (rep) was promptly made aware of the injuries caused by the surgery. The physician performed another operation and removed the stimulator on (B)(6) 2014.

Manufacturer narrative:
(B)(4).